Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). On aug 26, 2024 - the ip ptz ergojust video extension was received inhouse. Awaiting investigation results.

Event description:
Ip ptz ergojust video extension - customer reported ergojust cart is bending over even after bracing it. No injuries.

Event description:
Ip ptz ergojust video extension - customer reported ergojust cart is bending over even after bracing it. No injuries.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). The affected part was returned and engineering conducted the investigation. The following results were documented: investigation results: one video extension had an issue with both inner welds broken. The cart had the fca bracket installed and it appears it is an older pre-fca mast without the addition of the hooks to prevent the mast from falling. The user noticed the mast wobbling and took it out of service. Root cause/probable root cause: welds failed due to unknown cause, could be misuse. Recommended actions: monitor for similar incidents, the addition of the fca bracket prevented the mast from failing catastrophically. Investigator completion date: (B)(6) 2024.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Install date : (B)(6) 2021. Pictures and the customer's response to questionnaire were received. A bracket was attached to the affected part in january 2024. Risk review: per (B)(4) rev 71 xltek eeg psg ras. Hazard ID (B)(4). Cause - due to mechanical stress or impact, dynamic loading, vibration, or environmental conditions -- accessory shelf on cart may be unable to support the mass of accessories or items placed on its surface, causing it to bend or break and leave sharp edges exposed or broken support system could land on and harm someone. Effect (harm)- crushing injury. Rba rating- medium. Further investigation to be carried out.

Event description:
Ip ptz ergojust video extension - customer reported ergojust cart is bending over even after bracing it. No injuries.